Event description:
The customer reported a misdiagnosis occurred when the epiq 7c ultrasound system was being used for a cardiac ultrasound. The patient was having color doppler flow imaging when an artifact appeared and was mistaken for a ventricular septal perforation. The procedure was stopped. No further information is available. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
Sending supplemental report to populate become aware date in the 'date received by manufacturer' field for the initial report received by FDA on july 30, 2024. This date was inadvertently left blank.

Manufacturer narrative:
Additional information was received confirming that there was no harm to the patient as a result of the image interpretation and as there was no affect, delay, or harm, the patient was discharged. The field service engineer determined the most likely caused by external interference.